Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of the tampons upon removal. She also stated insertion tube came apart during use. Multiple attempts have been made to obtain further information. No further information has been received.